Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable as the intraocular lens remains implanted. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code: 3191: for reported dissatisfaction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during implantation of a preloaded multifocal intraocular lens, the surgeon observed three to four asymmetrical dots and scratch-like marks in the central optic of the lens. The defect was unexpected and disappointed the surgeon. Because no backup lens of the same power was available in the operating theatre, the surgeon proceeded with implantation but stated the lens would need to be explanted and replaced once a new lens of the same power was supplied. Additional information indicated that lens remained implanted. No other information was provided.